Manufacturer narrative:
(B)(4) 2015 followup: customer reported that alternate infusion set types are being considered. Customer is using the pump and doing well. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted. During system check with tandem technical support, the infusion set cannula was found to be bent. The infusion set/site was changed; however, another occlusion alarm occurred. The customer indicated that the site would be changed again or backup insulin therapy would be used.